Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2017. Product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for other movement disorders. It was reported that the patient was concerned about their implant not working while waiting on a replacement patient programmer. The patient noted that they are unable to do anything, including brushing their teeth, without the implant working correctly. It is unknown what troubleshooting was performed related to the event, or what the outcome of the event was. No further complications are anticipated. See related regulatory report 3004209178-2017-25669.